Event description:
It was reported that air was injected into the patient. An angiojet catheter was selected for thrombectomy procedure. During the procedure, it was stated that air was injected into the patient accidentally. However, the air bubbles were suctioned out. There were no patient complications reported.